Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Further evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture. Further evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and the rv lead and ra lead were also found to exhibit high capture thresholds. The patient had experienced bradycardia. The ra and rv lead were repositioned. No additional adverse patient effects were reported.